Event description:
The facility's technology support service reported an 813:01 failure code. Support services reports that the pump was returned to their department for corrective service with the failure code displayed. There was no patient injury or medical intervention reported. It is not known if the device was in use on a patient when the failure occurred.